Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 51-107120, tprlc 133 mp type1 pps ho 12.0, 3863366; 12-115120, cer bioloxd mod hd 36mm -3 nk, 055620; 010000999, g7 screw 6.5mm x 30mm, 3937201; 010000858, g7 neutral e1 liner 36mm f, 3959787. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07316; 0001825034 - 2018 - 07317; 0001825034 - 2018 - 07320; 0001825034 - 2018 - 07321.

Event description:
It was reported patient underwent total hip arthroplasty and presented at 7.5 months post operatively with worsening pain in the right hip. Workup revealed inflammatory markers. Aspiration revealed periprosthetic joint infection with methicillin-sensitive staphylococcus epidermidis. Patient underwent 2 stage exchange including radical debridement and delayed reimplantation. During the second stage surgery, patient lost 800mls of blood and received 2 units of packed red blood cells.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown stem mold ¿ unknown part and lot. Unknown freedom head ¿ unknown part and lot. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.